Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was explanted and replaced on (B)(6) 2017.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen at the initial interrogation of the pump. It was reported the patient saw the motor stall code on their personal therapy manager. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Fdp (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient experienced symptoms of withdrawal. As an action/intervention the pump was replaced. The cause of the motor stall was not determined. The motor stall was resolved by replacing the pump. The pump was not to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.